Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unrestricted flow. The device was returned to the central supply department with an unsigned note that stated, "cassette test failure." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, unrestricted flow was noted when the cassette was inserted into the device and the door was closed. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.